Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 3.

Event description:
Sleeve will not fit into the 1.8 mm incision. Had to change the sleeve. No patient impact. No product available for return.